Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation when they were taking a nap. The reporter stated they were jolted out of bed like someone had turned stimulation up. The reporter further stated they had a tingling session in their face, cheek, and lips. It was noted the patient sleeps with stimulation off. It was further noted the patient stated the sensation was everywhere and adaptive stimulation was not on. Additional information received reported the cause of the event was possible positional change. It was noted that all impedances were within normal limits. It was further noted the patient left the amplitude at the upright setting and did not decrease stimulation when they were on their back. The reporter stated the patient was programmed with adaptive stimulation on (B)(6) 2014. The reporter further stated the patient had an increase in stimulation while supine. It was noted the patient did not require hospitalization due to the event and the patient outcome was no injury. Additional information was requested, but was not available as of the date of this report.